Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels of 250 mg/dl and 64 mg/dl. Reportedly, the customer did not address the elevated bg level and the customer ate food to address low bg. The customer stated that they did not bolus correctly before dinner causing the elevated bg level. Also, it was reported that the customer stated they overcompensated for the food that was eaten at lunch. The customer reportedly entered in 70 grams; however, the customer ate 30-40 grams.